Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer got a motor error alarm during normal use. It was reported that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.